Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis reservoir, cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The reservoir had a hole with a leak from wear at the corner of a fold in reservoir shell. The cylinders were visually inspected, and leak tested. The first cylinder had wear at fold in the middle and proximal end of the cylinder. This cylinder had a hole from wear against the input tube in the proximal end of the cylinder was present. The second cylinder had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test and passed pressure test. The pump was visually inspected and functionally tested. The pump passed visual inspection, leakage test, and functional testing. Based on the information available and analysis results, analysis was unable to confirm the reported cylinder rupture and the cause was traced to component failure due to the hole and leak from the reservoir.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a cylinder rupture. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a cylinder rupture. No patient complications were reported.